Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no product or photo was returned by the customer. It was reported that four extension sets would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20159e, lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that 4 ext set w/macrobore 2vps y-conn experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20159e, batch/ lot #: 201106516. The tube would not flush, we went through 4 before we would find one that would work. All had the same lot number.